Event description:
It was reported that subject coil could not be detached even after several attempts. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully. The subject coil was returned for analysis and the device investigation revealed that the subject coil was found to be prematurely detached during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed on the returned sample, and it was observed that the coil delivery wire was found to be kinked/bent and the main coil was seen to be detached and not returned. The introducer sheath was not returned. Functional testing was not required as main coil was detached and not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer; the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis, the coil delivery wire was noted to be kinked. The main coil was seen to be prematurely detached and not returned. An assignable cause of procedural factors will be assigned to main coil failed/unable to detach as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the coil delivery wire kinked/bent since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of procedural factors will be assigned to main coil prematurely detached/separated during use as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.